Manufacturer narrative:
The reported event of valve calcification could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2013 a tf-21a, # (B)(4) was implanted. Due to high grade aortic valve stenosis, and early structural valve deterioration, on (B)(6) 2021, the patient underwent a viv/ tavi procedure where he had an edwards 20mm sapiens iii valve implanted. During the procedure, the physician did report the trifecta valve appeared to be calcified . No patient consequences as the patient remained stable throughout the procedure.